Event description:
It was reported that the patient underwent a surgical procedures on (B)(6) 1999 and (B)(6) 2003 and mesh and ams in-fast were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also noted that the patient underwent a surgical procedure on (B)(6) 1999 and ams in-fast was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2004 by (B)(6).